Event description:
It was reported that the 9800 system had poor image quality and the x-ray exposure button would not work. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board, generator interface board, system interface board, power supply and single board computer upgrade were installed during the service call. The system was tested, and found to be working as intended, and put back into service.